Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient fell on the right side and suffered a dislocated intertrochanteric-subtrochanteric multiple fragment fracture of the femur, right side. Primary surgical treatment was not immediately possible due to patient¿s metformin intake. After easing the effects of the metformin, patient was implanted with a proximal femoral nail antirotation (pfna), a pfna blade, one (1) 38mm locking screw (bolt), one (1) 42 mm locking screw (bolt), and a pfna end cap on (B)(6) 2017. On unknown date, a dislocation of the femoral neck blade occurred in the patient, most notably through the re-opening of the sealed femoral neck blade. Accompanying this was a chronic persistent, opaque serous secretion over the entrance to the femoral neck blade. As a result, there was suspicion of a chronic low-grade infection. Patient was returned to surgery on (B)(6) 2017 where surgeon removed all hardware. During this procedure it was noted both screws (bolts) were loose with no significant grip on the bone. Surgeon assumed this to be the effect of local osteolysis. The wound was cleaned and the patient was closed. Unknown cultures were taken during this procedure.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
DHR review was completed. Part number: 273.155s, synthes lot number: l455811 , release to warehouse date: 26. June 2017, expiry date: 01. June 2027, manufacturing site: (B)(4), no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Customer quality conducted an investigation of the returned devices. DHR review, no issue. The present pfna end cap was analysed and review of the production histories revealed that this implant was manufactured in june 2017 according to the specifications. The part conformed to dimensional specifications at the time of manufacturing and passed inspection requirements. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformance's. The end cap shows that the implant is in a used condition without heavy damage. The surface of this implant has slightly wear marks it is not possible to determine where it is coming from. We can only assume, that this can be traced during removal or a possible instability of the fracture situation. (According op-report; effect of local osteolysis). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.